Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. The patient underwent a polypectomy procedure. The generator settings were soft coag mode at 60 watts. It was further reported that, upon stepping on the blue (coag) pedal (activating the esu) no coagulation was present. Then the polyp was removed mechanically and bleeding occurred. The physician then tried to achieve hemostasis by using the tip of the snare in auto cut or endo cut mode. A perforation resulted. The patient underwent surgery to repair the hole. As of 2005, the patient was ambulatory but not yet discharged from the hospital.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. The pt underwent a polypectomy procedure. The generator settings were soft coag mode at 60 watts. It was further reported that, upon stepping on the blue (coag) pedal (activating the esu) no coagulation was present. Then the polyp was removed mechanically and bleeding occurred. The physician then tried to achieve hemostasis by using the tip of the snare in auto cut or endo cut mode. A perforation resulted. The pt underwent surgery to repair the hole. As of 6/2005, the pt was ambulatory but not yet discharged from the hospital.